Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the videoscope exhibited locked angulation due to wear of the angle wire. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to h6.1 component code from 4737-fixation wire to 841-imager. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it is likely the angulation lock occurred due to the angle wires being worn. The investigation also found the outer diameter of the bending section cover had increased due to stress from use, external factors, or handling. However, a definitive root cause(s) could not be determined. The event can be detected/prevented by following the instructions for use (IFU): instructions, operation manual for urf-v3 chapter 3 ¿preparation and inspection¿, section 3.3 ¿inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.